Event description:
It was reported to aesculap ag that a hi-line craniotome cutter ii (part # gd805r) was used during a procedure performed on (B)(6) 2021. According to the complainant, the patient was hospitalized because of "sudden left limb dysfunction for more than one (1) hour; unconsciousness and vomiting for forty (40) minutes. Combined with the medical history and relevant examinations, the doctor diagnosed as: 1. Right temporal lobe and basal ganglia intracerebral hemorrhage and rupture into the ventricle 2. Subarachnoid hemorrhage 3. Brain hernia formation 4. Inhalation pneumonia 5. Grade 3 very high risk of hypertension. On november 1, 2021, the patient underwent intravenous inhalation combined anesthesia, decompression of right frontotemporal parietal bone flap assisted by microscope and micro dynamic system, removal of intracerebral hematoma, drilling and drainage of right ventricle. When the milling cutter blade was used for craniotomy, the milling cutter head was broken and the operation was interrupted. A new milling cutter head was replaced to continue the operation without causing other harm to the patient. The complaint device has not been returned to the manufacturer for evaluation. There was an additional medical intervention necessary. Although requested, additional information has not been made available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.